Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00971, related manufacturer reference number: 3006705815-2021-00973, related manufacturer reference number: 1627487-2021-01806. It was reported that the patient was unable to get their system into MRI mode. Troubleshooting revealed high impedance on contact 9. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted.